Manufacturer narrative:
The customer performed quality controls after the event and determined that the results were out of spec. A field service engineer (fse) visited the facility and examined the sys. The fse replaced the stirrer motor and the reagent syringe. Although several parts were replaced, a specific root cause of this event was not determined. Accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for add'l reportable events.

Event description:
Customer reported that multiple erroneously low glucose results were generated by the unicel dxc 800 synchron system. The initial results were reported out of the lab. The customer then retested the samples on another system and the results were within expectation. The amended results were then reported out of the lab. It is not known if there were any changes to the pts' care or treatment, however, there are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.